Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was caused by foreign objects, e.g. Chemical residues, trace of water, sebum, dust, or lint, on the electrical contacts. Residues on the contacts interfered communication between the scope and processor; no abnormalities were found on the subject device. Unstable communication could trigger a failure of the transmission between scope and processor, no image appears, or intermittent image may result. The following verbiage is identified within the instruction manual, which may prevent the phenomenon: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." Olympus will continue to monitor field performance of this device.

Event description:
The customer¿s olympus representative reported to olympus technical assistance center (tac), the images intermittently go out and red/blue dots appear on the display when the visera elite video system center is connected to the rhino-lafryngo videoscopes (enf-vh and en-v3). The intended procedure was diagnostic. There was no patient harm reported with this event this MDR is being submitted to capture the reportable malfunction of intermittent image.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the olympus sales representative was unable to replicate the issue when connecting the visera elite video system center to an unspecified scope. At the time of the call, the olympus sales representative did not have access to the flexible video endoscopes the customer was using at the time the issue first arose. According to the olympus sales representative, the connection at the video connector socket did not feel ¿overly¿ loose and there was no damage to the locking lever. The pins inside the socket were examined and no damage was noted and the serial digital interface (sdi) cable connection from the olympus sales representative to the monitor was found to be secure. Tac informed the olympus sales representative the electrical contacts may have been damaged or wet. The olympus sales representative followed up with the user facility and the customer reported the issue did not reoccur. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility